Manufacturer narrative:
Gehc service personnel found mainframe keyswitch in a position between on and off. Turned the keyswitch to the full on positon and the elevation switches now work. System returned to service.

Event description:
Customer reported that problem with elevation switches not working. Reports that the system elevation controls stopped working in the middle of a case at approximately 16:00 in 2007.